Manufacturer narrative:
Pt info was not provided. The mfg date was not provided. It will be forwarded when available. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a case, the heater cooler was not warming the pt. There were no error codes. The machine was switched out for another heater cooler and the same problem occurred. The oxygenator was then changed out and the case continued without issue. Although the clinician did not suspect the heater cooler to be the problem, a request was made to have it evaluated. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative performed a complete functional verification and was not able to reproduce the reported issue. The device was tested and all parameters were found to be within specification. As the issue was not reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group received a report that during a case, the heater cooler was not warning the pt. There were no error codes. The machine was switched out for another heater cooler and the same problem occurred. The oxygenator was then changed out and the case continued without issue. Although the clinician did not suspect the heater cooler to be the problem, a request was made to have it evaluated. There was no report of pt injury.